Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing palpitations and it was determined the patient¿s right atrial lead was relaying noise. The lead was explanted and replaced. Lead abrasion was observed. The patient was stable following the procedure.

Manufacturer narrative:
The reported event of noise was confirmed. External insulation abrasion exposing the outer coil was noted proximal to the suture sleeve tie impression consistent with friction to the device can.